Manufacturer narrative:
Review of the device history records indicates devices were manufactured and accepted into final stock on with no reported discrepancies. There have been 1 other events for the lot referenced but the reported event is for the same patient. Conclusion: the description of the acetabular component as "more vertical than normal" would suggest an inherently unstable hip that, after some poly wear, dislocated. It was noted on (B)(6) 2001 (four months status-post primary total hip) that the hip was popping in and out of place. The first revision done, in which a constrained liner was not available in the operating room, resulted in persistent instability causing the subsequent revision to a constrained liner two months later. During this surgery inherent instability of a 10° constrained liner further suggests the malposition of the acetabular shell. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. An evaluation of the device cannot be performed as the device was not returned to the manufacturer as it remained implanted. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
On (B)(6) 2010 the patient complained of popping in the hip and on (B)(6) 2010 she sustained a dislocation, which was treated with closed reduction, and the plan was to insert a constrained liner." The operative report states, "acetabulum may be a little more vertical than normal."